Manufacturer narrative:
Correction b1, d4. The investigation of the reported failure mode has been completed. Clinical symptoms (high blood pressure/ hypertension): the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the pump was not returned for investigation. Data log review was not required for this case run. The cause of the positioning issue was not determined, as sufficient clinical details were not provided and the product was not returned for investigation. Access site adverse event (hematoma): the cause of the access site adverse event was not determined, as the product was not returned and sufficient clinical information was not provided. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support it was reported that the patient was unstable. Hypotensive refractory to volume and escalation of vasoactive. Additionally, there was expanding hematoma at site for which 1 unit red blood cells were given. Pressure held. Transthoracic echocardiogram showed impella inlet to be quite shallow, 2cm and oriented toward pap muscle. It was noted that given orientation of inlet and angled aortic takeoff, attempts to reposition may place impella in worse spot and patient dependent on flow. However, the patient expired on support. There is not enough information to exclude the impella device as an associated factor in the patient's demise.